Manufacturer narrative:
Medical devices: 3058 neuro stim implanted: (B)(6) 2013; 3889-28 neuro stim implanted: (B)(6) 2013; 3889-28 neuro stim implanted: (B)(6) 2014; 3058 neuro stim implanted: (B)(6) 2014.

Event description:
It was reported that the right ventricular (rv) lead has high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.